Event description:
During a six-month post-implant follow-up call, it was discovered that the pt had expired. The reporter indicated that the pt died due to heart problems. The pt also had an implantable defibrillator. The vns system was not explanted. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.